Event description:
A lensar clinical application specialist reported on (B)(6) 2014 that a doctor had a pt with a posterior capsule rupture on a surgical procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.